Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported loss of pressure could not be determined, as the issue could not be reproduced during evaluation and could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high flow insufflation unit was losing pressure when placed on the abdomen. The issue occurred in the middle of a therapeutic laparoscopic gastrectomy causing an unspecified delay with the patient under general anesthesia. The procedure was completed using the same device. There was no patient harm or user injury reported due to the event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. There was no error occurred in the area of pressure loss. However, the device evaluation found following non-reportable finding: chassis and top cover were oxidized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.